Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing leaked on multiple occasions. Additionally, it was reported that the time was off by 9 minutes. Reportedly, the customer could not input the grams or units in the bolus feature. Blood glucose was 387 mg/dl. Reportedly, the customer contacted a healthcare provider (hcp) regarding alternate insulin therapy. A follow up on (B)(6) 2017 with the customer indicated that the reported leak was due to the customer being disconnected from the luer lock connection and not the site. Customer understood and acknowledged. The customer's sister followed up with tandem on (B)(6) 2017 and stated that the customer had learning disabilities.